Event description:
Health care professional reported that approx 21 months post implant the valve was explanted due to paravalvular leak resulting from separation of the proximal suture line. The surgeon reported that the separation was a result of a technical error during implant -- he used a continuous suture technique. The valve was replaced with another freestyle valve and returned.